Event description:
The issue led to the customer's blood glucose level exceeding 400 mg/dl. To address the high blood glucose, the customer administered a correction injection using multiple daily injections and did not require assistance from a third party. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained.